Event description:
It was reported that pump experienced malfunction code 9.there was no adverse impact to the customer¿s blood glucose level. Customer reset pump with assistance from technical support, malfunction did not recur, customer was advised to continue using pump and to call back if malfunction returned.